Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: carto 3 system: model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4).

Event description:
During an atrioventricular nodal reentry tachycardia procedure, it was reported during ablation the patient went into heart block. Additional information provided stated the patient required an extended hospital stay. At this time the physician has not made any decision on patient¿s prognosis.